Event description:
It was reported to the manufacturer by the end user, per the end user the resident passed away due to an entrapment issue. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) was entered into our system.

Manufacturer narrative:
Joerns sending the report to the manufacturer.